Manufacturer narrative:
This is one of two devices associated with the patient's implant experience. Refer to manufacturing report number 1220648-2025-29405 for the report on the first impella 5.5 used/attempted for implant. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was eventually implanted with an impella 5.5 device for mechanical circulatory support (mcs) after an unsuccessful attempt with the first impella 5.5 device. However, following the implant of the impella 5.5 (pump 2), the patient developed an access site hematoma. A jackson-pratt drain was placed, heparin held, and platelets and fresh frozen plasma were administered. Hematoma evacuation was a consideration if needed. Support was continued with plans for percutaneous coronary intervention (pci) within the next two days. Two days later, the patient experienced non-sustained tachycardia. However, the following day. The patient would undergo pci to the left main coronary artery and experienced a vessel dissection treated with a covered stent. Echocardiogram confirmed no effusion. The patient continued on impella mcs, and over the next couple of days, the patient progressed to the chair and walking. On day eight of support, the device was successfully weaned and explanted with a survived outcome.